Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: associated product information (part(lot)): 904759(0002699974). G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation since the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the device could not be passed through the tibia of the patient and the suture of the device fractured, leading to an approximately 15-minute delay. This happened with two devices. As a result, the surgeon finished the surgery with an alternate device. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.